Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Concomitant device(s): 02-010-01-0330 - logic femoral ps cem right sz 3 2625341, 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t 2616531, 13a2101 - cemex system fast genta 70g aa6828, 200-02-32 - three peg patella 32mm 2725158.

Event description:
It was reported via legal notification that this 63 yo female patient's knee was revised 7 years post op. No other information available.

Manufacturer narrative:
Additional information - b1, d8, & h6 medical device problem code. Pending investigation. There is no other information available.

Event description:
The patient has filed a short-form complaint in a multi-district litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multi-district litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multi-district litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. Patient revised to competitor's devices. Patient required revision surgery for issues including but not limited to polyethylene wear, instability, bone loss, and component loosening. ¿ failed right tka. ¿ ¿radiographs were taken and she was evaluated I the office and found to have likely a loose tibial component. ¿ given that there was instability of the femoral and tibial I did decide that a full revision will be necessary also given her loosening of the tibia.¿ revision operative report provided was incomplete. There is no other information available.

Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. The revision reported may have been the result of polyethylene wear, osteolysis and tibial loosening as stated in the legal documentation. The aseptic (non-infected) tibial loosening was likely the result of an insufficient bond between the tibial tray and the bone and patient-related conditions. However, this cannot be confirmed as the devices were not returned for evaluation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation and pre-revision radiographs and images of the explanted devices were not provided.